Event description:
Arteriogram-left pulmonary procedure designed to force blood through other vessels-coil embeds in vessel, trapping platelets and stimulated clotting. Coil migrated to left main coronary artery. The coil blocked the left main coronary artery, cardiac intervention was initiated. Pt expired.